Event description:
It was reported the balloon ruptured. A 4.0 x 150mm, 150cm ranger drug coated balloon (dcb) was being used in a 99% stenosed, moderately tortuous and severely calcified superficial femoral artery (sfa) treatment procedure. During the first inflation at 12atm, the balloon ruptured. The balloon was exchange and the procedure was completed with no patient complications. Patient was noted in good condition after the procedure.